Event description:
Laser failed to fire. Doctor exchanged attachments to the laser and tested system. The laser fired but the attachment did not close and doctor received a flashback from the laser. Biotech reported that laser had been experiencing a short history of intermittment operation, not holding calibration. There was no patient involved during the test and no injury to pt. The hospital was again contacted on july 16, 2001. The or manager stated that the doctor was in the hospital working and he had not reported any further problems regarding the flashback.